Manufacturer narrative:
Unable to perform displacement test and lock battery cap due to battery tube threads cracked. Device received with cracked case behind the insulin pump near the battery tube compartment and missing display window cover.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.